Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer's blood glucose was in 190-232 mg/dl range.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged load fill tubing issue could not be verified. Additionally, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.